Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from (B)(4)different product applications. The report states that there are no significant trends. See scanned page.

Event description:
Report provided by the registered nurse states that the end user has experienced a rash to the skin on the right side of the wafer. The rash is under the mass and tape, continuing 3 inches beyond the tape. The end user changes the appliance every 6 to 7 days. The end user discontinued the use of the current appliance and the issue resolved. Provided info about medical adhesive removal spray and skin barrier wipes. The end users subsequent outcomes was not reported.